Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Eleven lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up revealed that the blood leak occurred approximately forty-five minutes into the treatment. The blood leak was not visually observed. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. A blood leak test strip was used to test for the presence of blood, and it tested positive. The dialyzer in use was an optiflux 160nre. Fresenius bloodlines were also in use. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 400 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was not available for manufacturer evaluation. The device was reportedly discarded, and thus, a lot number could not be provided.